Event description:
It was reported that this patient's cardiac resynchronization therapy defibrillator (crt-d) replacement procedure was rescheduled as the device was emitting beeping tones due to high shock impedance out-of-range measurements. After vector breakdown, it was found that the right ventricular (rv) lead distal coil was the one having the impedance issue. It was then decided to replace this rv lead when the crt-d replacement takes place. This rv lead remains in service and no adverse patient effects were reported.

Event description:
It was reported that this patient's cardiac resynchronization therapy defibrillator (crt-d) replacement procedure was rescheduled as the device was emitting beeping tones due to high shock impedance out-of-range measurements. After vector breakdown, it was found that the right ventricular (rv) lead distal coil was the one having the impedance issue. It was then decided to replace this rv lead when the crt-d replacement takes place. Further information was received confirming this rv lead was surgically abandoned after failed replacement attempts due to anatomy complications. No new rv lead was implanted. Thus, the patient was left without defibrillation therapy due to physician's discretion. The patient was no longer compliant and missed his post-surgical appointment, he opted to do nothing more now. Reportedly, if the patient decides to continue with this case, the physician will send him to another hospital where his case will be continued. No additional adverse patient effects were reported.